Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced inaccurate continuous glucose monitoring (cgm) inaccuracies. No data was provided for evaluation. Confirmation of the event and a probable cause could not be determined.